Event description:
It was reported that the patient received vibratory alert due to low impedance on the right atrial lead. On (B)(6) 2017 the asymptomatic patient presented to the clinic. Upon interrogation, the lead exhibited out of range pacing lead impedance and an auto mode switch episode due to noise. The noise was reproducible with isometrics. The patient¿s condition before, during and post device interrogation was stable. The patient will continue to be monitored for now.

Manufacturer narrative:
A partial lead with the connector pin measuring 7.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that the right atrial lead was explanted. No further information available.